Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number : (B)(4), batch/lot number: 17877060, model/catalog description: linear st lead kit 50 cm. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that the patient had lead migration. The patient underwent a revision procedure wherein one lead was replaced. The patient was doing well postoperatively.